Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the vent was alarming and patient noted to had a decreased oxygen saturation of 88%, appeared patient with a spontaneous endotracheal tube blown cuff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.